Manufacturer narrative:
(B)(4) ( revision surgery). Although it is unknown if the device contributed to the reported event we are filing this MDR for notification purposes only. Neither the device nor applicable imaging films were returned to manufacturer for evaluation we are filing this MDR for notification purposes only. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with pre operative diagnosis of disc degeneration (l3-s1), spinal stenosis (l3-l4 central), spondylolisthesis (l3-l4) underwent oblique lumbar interbody fusion(olif) at l3-s.post-op, patient suffered with pain, weakness and radiculopathy. Patient developed left foot weakness and lag following the posterior stage. Patient underwent revision surgery on (B)(6) 2016 for removal of l5 pedicle screw on the left side. Pain and weakness were resolved after this procedure. However, post revision surgery patient was placed in an "afo" brace for few weeks.